Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the elective ipg replacement procedure the physician couldn't get the terminal end of the lead to seat properly on the new ipg header, and fractured the lead while trying to insert it into the header. As a result, the lead was explanted and replaced resolving the issue.